Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: the pump tube was deformed and there was a pumphead s2 overinfusion. Final device analysis of the catheter revealed the following: there were no significant anomalies found. There was an insignificant indent in the seal that did not affect medication delivery.

Event description:
It was reported the patient died. It was noted, the coroner did not know the cause of death. The device system was used to clonidine, midaz, and lignocaine.

Manufacturer narrative:
The date of death was not reported, the date reported is an estimate. Catheter: model neu_unknown_cath, serial# unknown, implanted: unk, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.